Event description:
The account alleged that fluid had gotten on the side rail cable compromising the cable and the bed had no head down function. No pt impact.

Manufacturer narrative:
The account replaced the side rail cable and the main power control board to resolve the issue.